Manufacturer narrative:
Device evaluation:the reported issue that all of the product was entering the waste container was verified during service.service te chnician found that initial indications showed that the level sense gain was at 114% and the current was at 40ma. Led 10 and led 11 were not responsive.service technician adjusted the level sense gain to 100% and led 10 was responsive, but led 11 was not. Service technician replaced the optics detector in an effort to correct the problem, but led 11 was still unresponsive even with led 10 responding properly and the level sense gain and current at specifications.service technician replaced the system controller board and calibrated it to correct the problem.preventive maintenance was performed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that all of the product was entering the waste container. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the term "product" refers to blood that was being processed. No damages or performance abnormalities were observed, apart from the instrument sending blood directly to the waste bag. This was an optics issue, so reseating the disposable had not been necessary. The waste bag was filling at the time, but the exact volumes in all areas were unknown. The device had not displayed any error warnings, and none had been found in the error log. The amount of patient blood loss could not be provided.